Event description:
The customer reported that the device switches itself off during therapeutic laparoscopy procedure involving an olympus gynecologic laparoscope while the patient was under sedation. The procedure was completed using similar device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.